Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The diaphragm was replaced to resolve the issue.

Event description:
The hospital reported the unit would not drive the bellows preventing mechanical ventilation. There was no report of patient involvement.